Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review has been completed, and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, the healthcare provider declined to release additional information regarding the cause od explant and death. The device status also remains unknown. There has been no allegation of a device malfunction, and no quality deficiencies detected during its manufacture.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device in this case, it was reported that the edwards' ring was explanted after an implant duration of approximately 43 months and a valve replacement was performed. It was also learned that the patient expired approximately 20 days after this explant (reference MFR report # 2015691-2011-15352 for implanted device). Despite multiple attempts, the reason for explanting the device, as well as cause of death were not provided by the healthcare provider. No further details were reported.